Event description:
A broken nine holed implanted plate was removed about one month ago. On (B)(6) 2013, the old plate was replaced with a larger plate located on the right zygomatic maxillary frontal (zf) bone suture. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number was not provided.